Event description:
It was reported that the field representative called in for review of a stored atrial tachy response (atr) episode. Technical services reviewed and found there was a sensed morphology change along with farfield oversensing resulting in inappropriate stored atr episodes. Technical services discussed programmed options. It was suspected that the patient may have a cardiac contractility modulation (ccm) device. At this time, the device remains in service. No adverse patient effects were reported.